Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error, had an unresponsive keypad, and showed signs of condensation and cloudiness in the display screen. The customer did not know the blood glucose reading. She stated that she was not currently sweating and was unsure how moisture could have gotten into the rim of the display screen. She believed that the device may have been exposed to sweat prior to the issue. She stated that she had had low blood glucose levels and was sweaty before dinner. She stated that the blood glucose was low because she had had a late dinner, advising that there was nothing wrong with the insulin pump's functionality at that time. She also added that a button had been continually pressed for more than 3 minutes. Advised replacement of the insulin pump. Nothing further reported.